Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. In addition, after reloading a new cartridge the customer stated the insulin gauge was incorrect. Customer reported blood glucose level was not impacted. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.